Event description:
It was reported that during post dilation of the external iliac artery (eia) the balloon ruptured at 8atm. The balloon ruptured longitudial and the balloon may have come in contact with the implented stent. A non-abbott balloon catheter was used to complete the post diliation successfully. There was no patient injury or effect. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot information has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant informaiton.